Event description:
It was reported that during deployment, one or two strands of the pipeline was observed still being held inside the capture coil. Another two pipelines were used and the same issue occurred. All three pipelines were removed from the patient.no patient injury reported.

Manufacturer narrative:
The devices have been evaluated and all three pipelines were found detach from the capture coils.model# and lot# of other pipelines involved:model: fa-77500-12; lot# au11-006 - dom: 8/01/2011 - exp: 8/01/2014model: fa-77500-14; lot# au11-083 - dom: 8/26/2011 - exp: 8/26/2014 (B)(4).